Event description:
During a myosure procedure for the removal of a "large intra-uterine fibroid" a fluid deficit was noted to be approx 3 liters. Normal saline was being used for uterine distension. Additionally, the pt received 1.5 liters of intravenous fluid. No fluid mgmt sys was in use. The pt began "frothing at the mouth and was difficult to ventilate." She was intubated and taken to the intensive care unit (ICU). Diuretics were administered for "presumed pulmonary edema." The pt remained "intubated for nearly 24 hours" requiring "high ventilator pressures." On (B)(6) 2012 the physician reported the "pt has made a full recovery and is doing well."

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the exp date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure sys as product identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: hysteroscopic fluid (ie, 1.5% glycine) intake and outflow should be monitored. Any sys delivering high pressure inflow to a pt increases the risk for fluid overload. To reduce the risk of hypervolemia, the procedure must be terminated if the fluid deficit exceeds 800 cc. (B)(4).